Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl and meniscal repair procedure, the ultra fastfix spring did not bounce back, so t2 could not come out. The ts were removed using tweezers. The procedure was resumed, with a non significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The suture knot is tightened down. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. The gold trigger moves the actuator smoothly. No problem found. Note: the actuator of an ultra fast fix is not designed to spring back. The mechanism is manually maneuvered. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the provided electronic photocopied pictures show at least 2 different fast fix devices; however, ¿only one device was involved in this case¿. One device shows both t1 and t2 along with the knot and inserter. A second picture shows a broken tip and is believed to not be part of this complaint. The intra-op arthroscopic image appears to show successful deployment of 1 t; however, does not provide conclusive evidence of a clinical root cause. The instruction for use addresses warnings, precautions and appropriate usage including to slide the gold trigger forward to advance the second implant into the ready position with an audible snap/click when trigger is fully advanced/implant fully seated at the end of the needle. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.